Manufacturer narrative:
UDI#: (B)(4). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was outside the skin after the procedure. There was no patient injury reported. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was outside the skin after the procedure. There was no patient injury reported. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, the advancer tube remained in the manufacturing position, and the sealant was observed to have been on the catheter shaft as received. It was reported that ¿the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was outside the skin after the procedure.¿ however, no blood was observed on the sealant of the of the returned device, and the sealant sleeve still remained in its manufacturing position upon receipt, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The procedural sheath was not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot: f1825703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.